Manufacturer narrative:
Report via the implant patient registry of an aortic bioprosthetic valve explant after three (3) months, and follow up with the hcp indicates this explant was due to endocarditis. It was also learned that the patient expired same day of explant due to cardiogenic shock and prosthetic aortic valve endocarditis, with no allegation of device malfunction by the healthcare provider. Prosthetic endocarditis of valves is a serious complication of valve replacement and valve repair surgeries. This infection is generally categorized into early (usually less than 60 days postoperative) and late (greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. Cardiogenic shock can be due to multiple etiologies; there is no information to suggest a direct relationship between the edwards device and the patient's death, as patient records were not provided due to confidentiality policy. The surgeon indicated no device malfunction related to the endocarditis. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There is no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events. No further action is required at this time.

Event description:
Edwards received information that this bioprosthetic valve, implanted three (3) months and eleven (11) days, was explanted and replaced with another edwards valve, same model 3300tfx-21mm. Per follow up with the healthcare provider, it was learned that the device was explanted due to endocarditis; aspergillosis. It was also learned via an implant data card from the surgeon's office that the patient expired same day of surgery due to cardiogenic shock and prosthetic aortic valve endocarditis. The surgeon indicates no device malfunction related to this event. No additional information or records were provided to edwards due to patient confidentiality.